Manufacturer narrative:
On an unspecified date around (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Weight: (B)(6). Extraneal pd2, 7.5%; physioneal 40, 1.365 & 2.27%; titanium adapter; patient line extension set (unspecified); disconnect caps (unspecified 0; pd catheter; claria the peritonitis was manifested by ¿belly ache¿ and cloudy peritoneal dialysis effluent. Twelve days prior to the receipt of this report, the patient began treatment for the peritonitis with intraperitoneal (ip) ceftazidime, 2000 mg and vancomycin 1000 mg, ip (frequency was not reported). On the same day, both treatments were discontinued. Eight days later, the patient was treated for the peritonitis with vancomycin, 1000 mg, ip, for one day (frequency not reported). On an unreported future date, the patient's peritoneal dialysis (pd) catheter will be removed and the patient will temporarily switch to hemodialysis. At the time of this report extraneal and physioneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.